Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons would work intermittently. They would have to press the buttons many times for them to respond. The screen was hard to see. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The time on the clock advanced when monitored for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with severely cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test, displacement test or verify missing segment, partial display keypad unresponsive, button error alarm, sensor and calibration error due to blank display.